Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they had been having symptoms of urinary retention and bowel like constipation. Patient stated once the constipation ended (patient stated they had a painful bowel movement) they then had an "ibs type of situation" but then once of those things cleared up, they were able to go to urinate again on their own without having to use a catheter. The patient stated the last time they saw their managing health care provider was a couple months ago, maybe 3 months ago because they'd been experiencing retention issues again and the healthcare provider told the patient that their device would probably only continue for the next 6 months and that they would need to be replaced. The patient stated they'd tried to get a hold of the hcp recently, but they weren't getting back to them so they called patient services to ask a couple of questions. Patient wanted to know if the therapy could help both their bladder and their bowel issues. Patient services reviewed therapy indications as well as therapy expectations and device description/function with the patient and redirected the patient to follow up with their healthcare provider to discuss their concerns about the therapy and to discuss next steps for their implanted system. When asked for the event date, the patient stated it had been about 3 months and confirmed it was sometime in 2024 but they also reported medical information that they hadn't been able to urinate "in years back" and that there'd been a couple instances where their bladder was "completely full." Patient stated they were told that it was like the size of a baby so they drained it out and patient stated whenever they've needed to over the years, they would use a self-catheter. Patient services asked the patient to clarify if they were reporting their medical history prior to getting the implant and the patient initially stated "no" they had not self-cathed in the past prior to getting the device but then indicated that they had needed to self-cath prior to getting the device and that the therapy had helped their symptoms for the most part by 50% or greater and that they'd have to self-cath on occasion but patient services wanted to note it was difficult to get an exact time-line on when their bladder was "completely full" and did their best to document the reported information. The caller stated recently they had tried to increase the stimulation a little bit to see if that would help with their retention symptoms but they were also wondering if there were two separate devices that treated the retention and the bowel for future when it came time to replace their current device. Patient service reviewed the role of patient services with the caller and redirected the patient to follow-up with their managing healthcare provider about their concerns. Patient to reach out to hcp to discuss next steps. Documented reported event. No further action was taken by patient services.